Event description:
It was reported that when an asymptomatic patient presented for an ICD change out due to normal eri, a warning message for low, out of range high voltage lead impedance was observed. The lead was capped.